Event description:
It was reported that a no external power event was seen to have occurred on (B)(6) 2022. The event was caused by power to the mobile power unit (mpu) being interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via the log file review. The submitted system controller event log file spanned approximately 2 days ((B)(6) 2022 per the timestamp). A no external power alarm activated on (B)(6) 2022 at 02:04 due to bus and rsoc voltage diminishing to ~3.5v with a loss of external power while the device was connected to a mobile power unit (mpu). The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.